Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: 86mg/dl, (B)(6) 2017, 06:15 am, fasting: yes; 102mg/dl, (B)(6) 2017, 05:21 am, fasting: yes; 97mg/dl, (B)(6) 2017, 05:02 am, fasting: yes; 105mg/dl, (B)(6) 2017, 05:23 am, fasting: yes; 101mg/dl,(B)(6) 2017, 05:01 am, fasting: yes. Customer states that the meter is not reading accurately. Customer states that he compare the meter to the local clinic meter and he was getting about 40mg/dl off. Customer states that he went to the clinic because of a previous appointment. They run a blood test and our meter was giving 40mg/dl lower. Customer states that his normal glucose range is 125mg/dl fasting and he only test every other day. Customer states that he is concern that the meter is giving lower blood results. Customer states that he is pre- diabetic and he only monitor his blood sugar.